Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold. The patient was presented for the rv lead revision. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.